Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. It was further described as "transfer set was disconnecting and coming apart at the wrong spot" and "the dark blue portion of the transfer set would twist". This was observed during disconnection from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a white connector connected to the female connector. A visual inspection with the naked eye and magnification noted the dark blue female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. During testing, the white connector was hand removed from the female connector. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.